Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 10may2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Occupation was approximated to "other healthcare professional" based on event description. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed at an unknown date. After spaceoar vue placement, the patient was noted to have a misplacement of the hydrogel. There were no patient complications reported as a result of this event. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.